Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and was able to verify the reported issue. After replacing system pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced part will be further evaluated at the product assessment center (pac). Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product assessment center (pac) and the cause of the reported issue was determined to be due to shorted capacitor c280 on system pcb assembly.

Event description:
The customer contacted stryker to report that their device would no power on. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.